Manufacturer narrative:
Eval results: visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was conducted and there were no similar records found within the work order. Conclusion: based on the complaint history, the work order search and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted a micl 13.2 implantable collamer lens in 2006 and the lens was removed two months later, because the pt was unhappy with the vision correction. The reporter stated this was the surgeon's first micl implant and they were having difficulty with the measurement. The surgeon does not believe there is a problem with the lens. The incision was enlarged to remove the lens and the wound was sutured.